Manufacturer narrative:
Upon receipt of additional information, it was determined that this product did not cause or contribute to the reported event. The initial report should be voided.

Manufacturer narrative:
It is indicated that the products will not be returned to zimmer biomet for investigation, as the location of the devices is not known at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant devices: unknown persona tibial component, catalog #: ni, lot #: ni. Unknown persona femoral component, catalog #: ni, lot #: ni. Unknown persona articular surface, catalog #: ni, lot #: ni. This report is number 1 of 3 mdrs filed for the same patient (reference 0001822565-2017-07969 / 08011).

Event description:
It is reported that the patient underwent a right knee arthroplasty revision due to loosening and instability.